Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of orthopedics, shanghai jiao tong university, affiliated sixth people¿s hospital, in china. The title of this report is ¿the curative effect comparison between prolonged third generation of gamma nail and prolonged dynamic hip screw internal fixation in treating femoral intertrochanteric fracture and the effect on infection¿ published on september 23, 2014, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at doi 10.1007/s12013-014-0251-7. This report includes research done on 32 patients between the period february 2011 to february 2013. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses fixation loosening. Review of the article doesn't indicate patient impact and if any surgical or medical intervention was required.